Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving compounded hydromorphone (2.0mg/ml at 1.8017 mg/day), bupivacaine (30.0mg/ml at 27.026 mg/day), and clonidine (250.0mcg/day at 225.22 mcg/day) via an implanted infusion pump. The indication for use was spinal pain. The patient reported increased pain which she attributed to chemotherapy. It was reported that on (B)(6) 2018 the patient's pump alarmed secondary to low reservoir. The pump alarmed again on (B)(6) 2018 secondary to empty reservoir. The patient's alarm date had changed from (B)(6) 2018 to (B)(6) 2018 following reprogramming sessions without changing the pump refill appointment. On (B)(6) 2018, the pump was refilled and the event resolved without sequelae. The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure. The event was possibly related to the medications. No further complications were reported or anticipated.